Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer was vomiting. Customer was admitted to ICU for one week. Customer stated that she was not aware of the reservoir recall. Diagnosed with diabetic coma. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-98495.